Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced a scrotal hematoma caused by a bleeder in the scrotum after the implant procedure. The hematoma was evacuated but the patient continued experiencing pain; therefore, he was treated with antibiotics for three weeks. However, since the pain did not improve with medication, a surgical procedure was performed to remove the ipp and implant a malleable device. Upon explant, an infection in the scrotum that resulted in pump erosion was noted. There were no device issues reported and no further patient complications.